Manufacturer narrative:
A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. A visual and microscopic examination found that both the distal and proximal edges of the stent were damaged. Struts on stent rows 1 to 2 from the distal edge were raised distally. Struts on stent rows 1 to 3 from the proximal edge were raised proximally. The hypotube had kinked approximately 57.5cm cm distal from the catheter's strain relief. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was slightly inflated. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. No additional product analysis or external evaluations were performed. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.

Event description:
This complaint is now reportable based on preliminary product analysis completed in (2009). It was reported that the physician opened up a taxus liberte stent and prior to use, noticed there was a damaged tip. The physician pulled out another of the same and was successful, however, the returned product confirmed that there was stent damage. There were no patient injuries or complications reported.